Manufacturer narrative:
Continued: section e: phone: (B)(6). The investigation is on-going. A follow-up emdr will be submitted within 30 days of receipt of new information.

Event description:
During an endoscopic hemostasis procedure in the gi, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemo-7 catheter was inserted into the endoscopic channel, and an attempt was made to spray the powder; however, spraying was not possible. Use of the product was discontinued, and the procedure was completed using an in-hospital device, nexpowder. A section of the device did not remain inside the patient¿s body. Hemostasis was achieved using an alternate modality. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.